Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the observed event was attributed to a material and/or chemical problem, however, a definitive root cause could not be established. It is likely the following led to the malfunction: a failure of the electro-pneumatic proportional valve should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during olympus' device inspection that the high flow insufflator had a fluid leak from the secondary conduit line. There were no reports of patient involvement.